Manufacturer narrative:
Bard has made three attempts to obtain additional information without any success. The lot number is unknown therefore no review of the device history record could be performed. The IFU states in the adverse events section: "complications associated with the proper implantation of the device may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Event description:
It was reported that there had been erosion of the vaginal sling. No additional information was provided.